Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) did not pair with the ilet, and the user provided an incorrect pairing code before being guided to edit the code and reattempt pairing, which reflected an incorrect procedure or method; no specific device component was implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.